Event description:
During an stenting procedure in the iliac artery, the balloon burst. There was no report of pt injury. Multiple requests for additional pt and procedural information have been forwarded to the affiliate, but no response has yet been forthcoming. The product has been returned for evaluation and testing, however, the engineering evaluation has not been completed.